Manufacturer narrative:
(B)(4). Date of follow-up report : 01/31/2017. One lf1723 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported there was no seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformance review is not required since the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy functional end to end anastomosis procedure, the device worked fine in the beginning and then the tissue was not sealed near the end of the procedure. The procedure was continued without using aternate device. There was no patient harm. There was no additional tissue resection or tissue damage and nothing fell into the patient's cavity. There was no bleeding. The device was recognized by the generator with unknown alarms or end-tones.